Event description:
A customer contacted beckman coulter (bec) reporting that liquid was found on top of the reaction carousel cover and under the reagent probes in the unicel dxc 600 pro synchron chemistry analyzer. The leak was contained to the instrument. The operator stated that she was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and confirmed that the leaking was coming from the reagent probe a. The fse resolved the issue by replacing the reagent probe a collar wash valve. (B)(4).